Event description:
Multifunction cardiorespiratory monitor with oxygen saturation capability being used on a patient in intensive care unit. There was no audible alarm for low saturation at central monitoring station. Oxygen saturations dropped to 30% without audible alarm before returning to normal after staff intervention. MFR aware, but remains unable to solve problem.